Event description:
It was reported that right ventricular (rv) lead was damaged during open heart surgery for valve repair. Due to damage, intermittent capture and low bipolar impedance was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).